Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve into a patient with a heavily cal cified native aortic valve, the valve load was verified. The paddles of the valve were equal on both sides. An inflow crown overlap was noted, however resolved before node four. A pre-implant balloon aortic valvuloplasty (bav) was performed using a semi-compliant 16 x 40 mm balloon. The valve was inserted and attempted to be deployed, however at 80% deployed, the valve was not fully expanded. The patient's blood pressure was low, reported as 40 to 50 mmhg. The entire system was withdrawn. A second pre-implant bav was performed with a semi-compliant 16 x 40 mm balloon twice more. A second valve was loaded and was implanted successfully. Good hemodynamics were reported. No adverse patient effects were reported.